Event description:
It was reported that pump usb charging port was damaged. Customer declined follow up from Tandem Technical Support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.